Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic adnexectomy. Detailed description of event: bag would not deploy inside the abdomen and subsequently tore off the metal lot number 1418285 + 1419983, had to use a second retrieval bag. Additional information received from healthcare facility via email on 29-nov-2021: from memory, the bag slid off the metal (it did not tear), leaving the supports exposed inside the abdomen. The bag had been set aside, but its whereabouts are unknown at this time. It is also not known who was present in the or at the time of the event. Additional information received from applied medical representative via email on 29-nov-2021: the hospital confirmed that the bag has been disposed of. Requested information about the 2nd lot (which traces back to cd001), but the customer does not recall that event. Patient status no patient injury. Type of intervention: change of device.

Event description:
Name of procedure being performed: laparoscopic adnexectomy. Detailed description of event: bag would not deploy inside the abdomen and subsequently tore off the metal. Had to use a second retrieval bag. Additional information received from healthcare facility via email on 29-nov-2021: from memory, the bag slid off the metal (it did not tear), leaving the supports exposed inside the abdomen. The bag had been set aside, but its whereabouts are unknown at this time. It is also not known who was present in the or at the time of the event. Additional information received from applied medical representative via email on 29-nov-2021: the hospital confirmed that the bag has been disposed of. Patient status: no patient injury. Type of intervention: change of device.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.